Manufacturer narrative:
Additional narrative: this report is for an unknown tfna nail/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the sales consultant received a text message from the surgeon, containing two anterior posterior proximal femur images. The first image was approximately 2 months from post operation and showed an intact short trochanteric fixation nail-advanced proximal femoral nailing system (tfna) implanted. The second image was taken on (B)(6) 2018, approximately 7 months post operation, showed that the unknown nail had broken at the proximal hole where the unknown helical blade inserts through the nail. The patient declined revision surgery. The surgeon is doing an exam under anesthesia with a possible injection on (B)(6) 2018. Concomitant devices reported: unk - screws: trauma (part # unknown, lot # unknown, quantity unknown), unk - nail head elem: tfna helical blade (part # unknown, lot # unknown, quantity unknown). This report is for one (1) unknown tfna nail. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was completed: no product was returned; the investigation was performed based upon a review of the received medical images. Upon review of the medical images, it can be confirmed that the nail is broken through the proximal locking hole. The cause for the breakage is not able to be determined. The risk documentation was reviewed and was determined to adequately address the complaint condition. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.